Manufacturer narrative:
Multiple attempts have been made on 24jul2024, 15aug2024, and 05sep2024 to try to obtain further information about the use of the device, but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error code 1208 oxygen not available alarm and error code 120a high o2 pressure alarm were confirmed within the event log. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer contacted carrot medical for troubleshooting. It was confirmed that the wall air is coming into the device, at times too high of a pressure which causes the device failure. The facility was informed that they must regulate o2 pressure better. The device passed required performance verification tests per philips standards. The investigation is ongoing.